Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with normal operating current. Pump passed rewind test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected louder rewind anomalies noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to press buttons harder to work and button error. It was reported that they had louder during rewind. He insulin pump will not be returned for analysis.